Event description:
It was reported that a g2 filter was implanted, via the femoral, on a trauma pt with lengthy immobilization and a suspect for dvt's. After deployment it was noted that the legs did not open up, so the device was removed via the jugular using a retrieval device. Another filter was then deployed via the jugular successfully. The pt is doing fine at this time.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The g2 filter was returned, but there was no delivery system returned for eval. Once cleaned, heat was applied to the g2 filter and the filter took shape. All arms and legs/hooks were present and intact. The filter was measured and all measurements were within specifications. A returned vena cavagram was reviewed, and it was confirmed that the filter legs were clustered and the legs did not appear to have opened completely. Due to the quality of the films, it could not be confirmed that the legs were crossed. The result of the investigation was confirmed for legs not completely opening, based on x-ray review. The root cause is unknown. It is unknown if procedural issues contributed to this event. Handling of g2 filter system from the IFU. The current IFU (instructions for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warnings: the current IFU (instructions for use) states the following: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.